Event description:
It was reported to philips that adu failure caused lateral image faults and a fuse failure on an allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the adu and fuse, restoring the system to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).